Event description:
It was reported that the ventilator performed a shutdown during patient ventilation without any acoustic alarm. The user detected the issue after hearing the desaturation alarm of the patient monitor. No further patient health consequences have been reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The log file of the affected device was provided for the investigation. The log entries show that on the date of event, 25 june 2024, the device was started at 4:54 pm and shortly after startup the alarm ¿auxiliary acoustical alarm failure¿. The user did not perform a pre-use device check prior to start of ventilation at 5:09 pm. At around 6 pm the log entries show that the ventilation was disrupted. The alarm ¿auxiliary acoustical alarm failure¿ was also already posted by the device in (B)(6) 2024. The auxiliary alarm is supplied via the rocker switch. In case of a faulty rocker switch, it is specified that the device is continuously switched on (event if the rocker switch is in position off) - this corresponds with the reported situation. Consequently the ¿auxiliary acoustical alarm failure¿ was caused by a faulty rocker switch. In this situation the device would shut down if the rocker switch would temporarily work properly again. In general, as a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the automatically piezo test visual and auxiliary acoustical alarms, an alarm will be activated in order to inform the user about the problem. Furthermore, during the device check the device detects the faulty rocker switch in test step ¿auxiliary acoustical alarm¿. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. The device has no UDI as a UDI was not required at the time the device was manufactured.

Event description:
It was reported that the ventilator performed a shutdown during patient ventilation without any acoustic alarm. The user detected the issue after hearing the desaturation alarm of the patient monitor. No further patient health consequences have been reported.